Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. In the absence of device returned for analysis a conclusive cause for the reported failure to advance the knot could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that venous closure of a left common femoral vein was attempted using a proglide device with a 9f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, the knot was unable to be advanced. The skin was compressed and the suture was brought up enough above the skin to cut the suture loop and remove the suture. No part of the suture remained in the patient. Ten minutes of manual arterial compression were applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.